Event description:
It was reported that the device would not inflate all the way. This was discovered prior to patient use, and there was no patient injury.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) product samples were received for evaluation. Visual and functional testing were performed. Visual inspection did not identify any anomalies. Functional testing found the cuff fully inflated in all the provided samples. Devices passed all functional testing. No problem found. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected.